Event description:
The account alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The account found the side rail center arm assembly was dirty. The account cleaned and lubricated the side rail center arm assembly to resolve the issue.